Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reported to the clinic and the patient's history showed pump speed drops below 6,000 rpm. Review of the submitted log files by the manufacturer's technical services representative revealed the events occurred only while the patient was supported by the power module. X-rays were reviewed and showed that the internal portion of the percutaneous lead inside the bend relief was stretched thin. There was also a suspect portion identified on the external portion. On (B)(6) 2016, an on-site percutaneous lead evaluation revealed no broken wires. However, while performing a distal end percutaneous lead replacement, it was observed that the metal shielding had become frail. The majority of the length of the percutaneous lead was replaced and no pump stoppages or speed drops were observed immediately after the replacement. On (B)(6) 2016, the patient reported 2 pump stoppages while bending over, which resolved upon standing upright. The patient was asymptomatic during the events. Upon interrogation at the hospital, pump stoppages and low flows were confirmed via the pump history. It was noted that the patient had recently lost 70 pounds and had become a surgical candidate. The patient underwent a pump exchange on (B)(6) 2016.